Event description:
I had been very ill for long time/waxed plus waned "a little better¿ then became worse-then little better-a total of 2.5 months, 2 of which I was in UK visiting daughter and her husband plus 6 grand children. Our 1st christmas in 5 years with them! Upon returning home to (B)(6) I got very ill coughing up gobs of blood. My husband quickly brought me to (B)(6) - emergency room (ER), an intravenous (IV) was administered, this is very hard for me, but my nurse (B)(6) was very kind and patient! An x-ray of chest was ordered. After blood was drawn, then a computed tomography (CT) angiogram was ordered. With contrast. Not much was explained. The tech was very scary- ignored my questions, I had several CT's before and this was odd. She kept on plunging the contrast thing walked around other side, poking at something and messing around w my IV again. I asked what was wrong! Sadistically she shot the IV flush syringe in air right in front of me. Again I asked if something was wrong! My neck was hurting and hard breathing yet flat down no pillow! She sent me in the tube, had arms get pulled each time in, and my right shoulder was killing me. I shut up. She was scary and why did she continue the hold breath, in and out of tube pattern. I already felt the warm feeling in my groin! Next she called a nurse-and total of 3 people gathered. I said let me out! I was tied onto that table! They refused! Then wanted to redo my IV! I already felt the contrast my IV had maintained its integrity! Still all of them refused to explain and the male there was touching above my IV tapping at it saying here right here, but refused to inform me what was wrong! Finally I was unlocked from the table and brought to my husband and I was told I had para influenza, took IV out, and discharged me! At home my hubby asked me if im hungry and what did I wasn't! Here is the scary part why would I get aphasia? Did they put an air bubble in my vein just took a chance. Did nothing. They certainly refuse to have the notes. Any facts about this CT scan. Other than I refused it! Please help me understand. I could not make sense verbally nor written down. I wrote 2 long words that made zero sense. This is my words: coriavdion craualiorv I was trying to say (B)(6)! My speaking was worse! I cant express how bad this was. They refuse to explain. I have an image of the words I couldn't write I will include- the hospital has all the facts but with hold from me. Thank you-(B)(6).(B)(6) 2025. I was there one day. They did not disclose the problem and I feel if this was because of the contrast or technique. It is from hospital and I was mistreated! No diagnosis-for the pain! It was pleurisy and no antibiotics. My physician diagnosed plus gave me 22 plus weeks of steroids. My pain was intolerable and was ignored. I wasn't even told what contrast now instructed not to take my metformin! She the tech quickly requested how she could contact something to cover her, but not sure! Peace.